Event description:
Female customer reported r1546 steri-strip closures were applied to her forearm incision following surgery. She alleged itching, redness, blistering and a weeping rash occurred where the product was applied. She initially used otc benadryl anti-itch cream. She subsequently saw md who prescribed a topical cortisone cream for treatment. The reaction reportedly resolved in about two weeks, some scarring (dark redness) remains at the site.